Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device noisy, headache, sore throat, turns off randomly and water discolored. There was no report of serious or permanent harm or injury. No medical intervention was specified by the patient. Despite multiple attempts on (B)(6) 2023, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.